Event description:
Reporter stated that the surgeon inserted a three piece silicone intraocular lens model aq2010v in the eye and the haptic tore. The surgeon removed the lens without enlarging the incision. No patient injury.

Manufacturer narrative:
Evaluation codes: results (other) - visual inspection of the lens shows the optic is split in half and a haptic is torn off. Clear surgical residue on product. No conclusion can be drawn based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.